Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. Pil tech verified that the touch screen has failed the required flex cable resistance verification testing. The high out of spec resistance results are the reason for the touch screen misalignment issue and the reason for the confirmed touchscreen accusation.

Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating that while servicing the device it was observed that there was misalignment of the touch position. Since it was not resolved by calibrating the touchscreen, the touchscreen was replaced then the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.